Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced loss of therapy because the ipg was inoperable. In turn, surgical intervention was undertaken on (B)(6)2019 wherein the ipg was explanted and replaced with a new ipg. Therapy was reportedly restored postoperatively.

Manufacturer narrative:
Return device analysis determined the root cause of the inoperable ipg was due to normal battery depletion. The device provided therapy per the programming parameters up to the date the device declared end of life (eol). It was noted the device was utilized in a continuous mode throughout the implant period. The device inhibits stimulation and programming when eol is declared.